Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No rewind anomaly noted during testing. Device was monitored for 24 hrs. Battery was removed from device and monitored for 10 minutes. Device power up properly after insertion of the battery and no insulin pump alarms were noted. However, hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had post-reset ram crc alarm, unable to rewind the insulin pump. The customer's blood glucose value was 20 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer stated that they were unable to clear the alarm. The customer was assisted with troubleshooting. The customer was also reported that the insulin pump had hardware low level failures. The customer was reported that the insulin pump passed self test. The customer was advised to replace the insulin pump. The insulin pump will be returned for analysis.